Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: during the site visit on march 31, 2026, the following feedback was received along with our observations. Meeting with the director of inpatient services. The event occurred on (B)(6) 2026 during the day shift. The infusion was programmed at 500 ml vtbi, with a total bag volume of 500 ml. The IV fluid utilized was a 500 ml bag of normal saline, administered as a bolus. No other IV fluids were running at the time of the event. The normal saline bolus was set up to run as a primary infusion utilizing a bd alaris pump infusion set (ref- 2426-0007). No visible damage was noted to the pump module at the time of the event and no damage to the IV tubing was reported, either. After the alaris system device alarmed infusion complete at 200 ml, it then switched to a kvo of 20 ml/hr prior to full bolus delivery. (B)(6) obtained a whole new infusion setup at this time which included a new alaris pcu and pump module. The original setup, including the pcu and pump module, was sequestered and set aside. A new pcu and pump module were obtained, the same IV tubing was loaded into the new pump module, and the remaining 300 ml of the 0.9ns bolus was successfully completed using the new setup. After completion of the 0.9ns bolus, the IV tubing and IV bag were discarded and were not sequestered. (B)(6) rn explained her standard process for initiating IV fluids: IV tubing is primed in the medication room prior to going to the patient¿s bedside. A designated hook is available in the medication room for IV setup. She spikes the IV bag and hangs it on the hook before priming the tubing. The IV tubing is fully primed prior to transport to the patient¿s bedside. During priming, she fills the drip chamber approximately halfway to allow for accurate drip visualization and primes the fluid to the end of the IV tubing. The infusion is always hung at room temperature. (B)(6) verifies that there are no kinks, twists, or obstructions in the IV tubing prior to loading it into the alaris system device. The alaris system device is consistently positioned at heart level relative to the patient and is adhered to an IV pole. (B)(6) described her IV set loading process as follows: (B)(6) stated that her standard practice is to insert the blue safety clamp, then stretched the IV tubing above the fitment recess, dropped it into the fitment recess, and does not push the tubing toward the back of the ail detector. (B)(6) reported that this is the education and training she received for loading IV tubing when using the alaris system devices during bd initial education. Cpc reviewed proper IV set loading based on bd documented processes along with the location, function of ail detector and proper closure of the pump module door with (B)(6) and (B)(6). After loading the IV tubing into the alaris system and initiating the infusion, (B)(6) pauses for several seconds to confirm that the programmed infusion rate corresponds with the observed drip rate in the drip chamber before leaving the bedside.